Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that a (B)(6) female patient with symptomatic atrial fibrillation underwent radiofrequency ablation and was identified esophageal perforation 19 days after ablation. She was treated with covered esophageal stent tacked to the esophageal wall for 4 to 6 weeks until remission and recovered completely, and the stent retrieved after 4 to 6 weeks. Left ventricular ejection fraction is 65%, left atrial diameter is 40%. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿progression from esophageal thermal asymptomatic lesion to perforation complicating atrial fibrillation ablation a single-center registry¿. The purpose of this study was to correlate postablation endoscopically detected thermal lesions to progression to esophageal perforating complications and potential risk factors. The study was conducted between january 2013 and october 2016. In total, 1802 patients were enrolled in this study. Average age and gender in patients with endoscopically detected asymptomatic esophageal lesions are 64 years old and male, respectively. Thermocool smarttouch ablation catheter were used for ablation, however catalog and lot number is unknown.